Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: there are no samples available. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed (B)(4) units of this code batch. There are no units in stock. Without any closed samples a study cannot be performed to determine if the product fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Without samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incidence and if any samples are received in the future. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: switzerland. It is reported that the thread detaches from the needle to easily.